Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his reservoir was stuck inside of the insulin pump. The patient's blood glucose at the time of incident is unknown. The customer stated that he brushed the tubing off of his reservoir on an accident. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip.